Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer's mother reported via phone call that the customer had high blood glucose of 411 mg/dl. Battery cap had come off. Customer was advised the battery cap will be replaced. The customer treated via manual insulin injection. Customer will not be returning the device for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.